Event description:
Hcp reports the pt's spouse called the office with pt complaints of being extremely sick with nausea, vomiting, shaking, and jerking upon going to a higher elevation. Pt immediately felt better upon getting off the mountain. The pump delivery was decreased, however, hcp reports the pt states that pt felt like pt was having withdrawals and the pain came back. The pt recovered without sequela.